Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-sep-2011, UDI#: (B)(4), implanted: (B)(6) 2009; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-05, rtg0089762 (con) information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On 2020-oct-05, it was reported that, during a pump replacement, the healthcare provider (hcp) attempted to re-use the catheter. However, the hcp determined that the catheter was "stopped up", and the patient would need to go in for another surgery to replace the catheter. According to the patient, the hcp put "something" in the pump so it would not go dry, and the patient was given oral hydrocodone.